Event description:
The child has no hearing sensation with the device for the last month. It is reported that the child hit his head. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information from the field, it seems that the implant has been damaged most likely due to a possible external impact. However to determine an exact root cause device investigation would be necessary. The device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The investigation results and the reported trauma appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The child has no hearing sensation with the device for the last month. It is reported that the child hit his head. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received damage to the stimulator housing caused by the reported blow to the head is likely the reason for the reported problem. However, to determine an exact root cause a device investigation of the explanted device is necessary. A date for re-implantation has not been scheduled yet.

Event description:
The child has no hearing sensation with the device for the last month. It is reported that the child hit his head.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child has no hearing sensation with the device for the last month. It is reported that the child hit his head.